Manufacturer narrative:
Analysis of lead model 3389-28, lot # v838539 showed the distal end of the lead was bent at the #0 electrode and the stylet component of the lead was bent 9.0 cm and 25.5 cm from the distal end. The continuity was acceptable and no shorts were observed between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician opened a lead for implant (out of the box), he found the tip to be bent. This also occurred with another lead. A new lead was used, and the implant was completed. See also manufacturer report # 6000153-2012-00062

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.